Manufacturer narrative:
Findings: pump received with blank display and constant tone alarm due to moisture damage on electronic assembly. Unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify low battery alarm due to blank display. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had audio/beep anomaly. Customer's blood glucose at time of incident was unknown. The customer stated an alarm occur prior to the constant tone. Customer was able to clear the alarm successfully and assisted in performing self-test. The customer was unable to run test. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.